Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working and unable to recover. The field service engineer replaced the keyboard and updated the usb power settings to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had keyboard failure. The customer reported that the keyboard works only after rebooting. The customer stated that this issue occurred while trying to issue medication to patient and also there was slight delay to the patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis medstation system had keyboard failure. The customer reported that the keyboard works only after rebooting. The customer stated that this issue occurred while trying to issue medication to patient and also there was slight delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.